Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. No device malfunction was reported against the pump. Therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis was not performed since the log files covering the event date were not available for analysis. As a result, the reported "high power" event cannot be confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the most likely root cause of the high power event may be attributed to multiple factors including but not limited to thrombus formation/ingestion, high flows. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient high watt alarms after transfer to the intensive care unit after implantation of a left ventricular assist device (lvad). The site suspected a possible thrombus event and the patient returned to the operating room. The patient was undergoing implantation of a temporary right ventricular assist device (rvad) and exchange of the lvad, when their systemic vascular resistance dropped. The patient subsequently expired from a loss of systemic vascular tone. The site reported that the second lvad device was not related to these events.

Manufacturer narrative:
Brand name: heartware ventricular assist system ¿ pump, model #: 1104 / catalog #: 1104 / expiration date: 2019-11-30/ serial or lot#: (B)(4). UDI #: (B)(4). Concomitant medical products: device available for eval: no. Mfg date: 2017-11-13 labeled for single use: yes. Patient code(s): c28554, device code(s): c76126, FDA method code(s): 3331, 4114, FDA results code(s): 213, FDA conclusion code(s): 22, 67. Product event summary: the two ventricular assist devices (vad) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis was not performed since the log files covering the event date were not available for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the second ventricular assist device (vad) was implanted at the time of the patient's death.